Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the loop of the electrode was severed and the wire ends instantly melted into balls. The insulating hoses, exhibited thermal loads. The proximal end of the electrode was undamaged. The most probable cause of the complaint is: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic bladder tumor resection rtuv procedure, the high frequence resection electrodes melted. There was no report of patient harm or user injury associated with this event.